Event description:
The device was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Premature battery depletion was suspected. Device replacement is anticipated. The patient was stable.